Manufacturer narrative:
The subject device in this report has not yet been returned to olympus for eval. This will be supplemented if device eval becomes available.

Event description:
The subject device was used during an uncertain procedure. After short time use, the ptfe pad of the device was separated. The procedure was completed with a similar device. There was no pt injury reported.